Manufacturer narrative:
The concomitant products: the carto serial number is (B)(4), stockert (B)(4), and cfp is (B)(4), carto sound catheter, pentaray, and quadrapolar catheter are unknown. (B)(4).

Event description:
It was reported that after the last ablation in an ischemic ventricular tachycardia (isvt) procedure, the patient experienced st elevation and hypotension and the ablation was aborted. The patient underwent coronary angioplasty in which multiple stents were placed. The patient required extended hospitalization because of the adverse event for extra day. Ablation time was about 10 minutes and the last ablation cycle time at the site of injury was 120 seconds. A transseptal puncture performed with st jude brk product. The physician¿s opinion on the cause of this adverse event was it is believed that after reviewing the coronaries before ablation and after the cause of the event was due to coronary spasm and the presence of previous significant coronary artery disease.